Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2015 due to instability. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.